Event description:
It was reported by a physician that after reaching out to a vns patient's family regarding a battery replacement, it was discovered that the patient was deceased. The cause of death was provided as "complications of disease process." An online obituary provided the patient died on (B)(6) 2016. Follow-up to the funeral home where services were performed provided the patient¿s cause of death was due to seizure disorder with additional history provided as diabetes mellitus and hypertension. The device was not explanted prior to burial of the patient. The state will not provide the death certificate to the manufacturer. Additional relevant information has not been received to-date.